Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. Unable to verify for battery out of limit alarm due to no up and down button response. The insulin pump has with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing the infusion set and in the middle of filling the cannula, the insulin pump crashed and it started to alarm battery out of limit. Caller stated that he was unable to clear the alarm. Customer was advised that the insulin pump will need to be replaced. No additional information provided.